Event description:
It was reported that the patient had the system explanted due to a (B)(6) infection in (B)(6) 2010. The patient stated that a new device was implanted on the other side of her body once it was healed. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Concomitant products: product ID: neu_unknown_lead, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3023, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type: implantable neurostimulator.